Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging that their one touch ultra 2 meter would not power on. The patient mentioned that the alleged issue began around 4:00pm on (B)(6) 2011. At around 6:00pm, the patient developed symptoms of feeling shaky. The patient was not tested on another device and self-treated with insulin. The patient did not seek any further medical attention or contact his physician for assistance. The patient was using the correct test strips. This was the first time the product was being used. The patient denied any misuse of the product and while troubleshooting the meter powered on while pressing the power button. Product was replaced. The complaint is being reported since the patient alleged that due to the meter not powering on, he later developed symptoms suggestive of a serious injury and self-treated with insulin.